Event description:
It was reported that the tip of an asahi gladius mg 14 pv es guide wire had fractured during a carotid artery stenting (cas) to treat a total occlusion in the right common carotid artery. Attempts were made to cross the lesion with several guide wires, but were unsuccessful. The gladius mg 14 pv es was able to be advanced into the lesion, but could not cross the lesion. Attempts were made to remove the gladius mg 14 pv es when the wire became fractured at approximately 3cm from the tip. A snare was used to retrieve the separated wire tip without success. The decision was then made to leave the wire fragment in situ and the procedure was terminated. The physician commented that the wire was manipulated aggressively. There were no adverse patient effects related to this event after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4), registration number: (B)(4). Device evaluation could not be performed because the device was discarded by the user facility. Lot history revealed no anomaly related to the reported event. No similar product experience was received for the subject lot other than a case (MDR#:3003775027-2021-00139, ref: (B)(4)), in which the wire tip was found separated during a percutaneous peripheral intervention (ppi) to treat a chronic total occlusion (cto) in the peripheral anterior tibial artery. The similar event was attributed to torsion generated with wire manipulation that accumulated and exceeded the product design limit when the wire tip was caught by the lesion. Therefore, it was concluded that there was no indication of product quality deficiency. Based on the obtained information, it was presumed that stress generated with wire manipulation had most likely contributed to the tip separation. The applied stress would exceed the product design limit and caused the guide wire to be fractured while the tip was being caught by the lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [indications for use] asahi ptca guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The asahi ptca guide wires are not to be used in the neurovasculature. [Warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.